Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.